Event description:
The pt reported experiencing elevated blood glucose of 177-304 mg/dl for the past 3-4 weeks despite bolusing. His normal blood glucose range is 100-120 mg/dl. He believes the infusion device delivers too little insulin. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.